Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. The customer's father was unable to do any troubleshooting at time of the phone call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.